Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurement greater than 125 ohms during routine follow-up. Boston scientific technical services (ts) recommended troubleshooting and discussed that this could be an indication of a lead fracture. Prior to normal device change-out impedance was at 118 ohms. Subsequently, the proximal coil was removed from the header and shock impedance was 125 ohms. The physician decided to replace the lead. Defibrillation threshold (dft) test was then successful with normal impedance and other rv lead diagnostics were stable. The rv lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.